Event description:
The caller alleged discrepant results when repeated test with inratio. The test results are as follows: 1.7, 1.8, 5.4.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.7, 1.8, 5.4, average 2.97, stdev 2.11, %cv 71.05. As per internal procedure tr#0150 rev.2 if the %cv is greater than 20%, the criterion is not met. The product will be investigated. Also, as per internal procedure tr#0150 rev.2 section 8.3 if the time elapsed exceeds three hours, there is a high possibility that the discrepancies are due to change in the status of the patient. The patient had a shoulder surgery.